Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "there was a hole in a part of the circuit that was leaking". The event occurred during priming, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One used device was received for evaluation. A black marker outlining a tear/crack along the parting line of the circuit was observed. The cause of the issue was unknown. Functional and visual tests were done and the reported issue was duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.